Manufacturer narrative:
The embolic material was not returned for analysis, as it was consumed in the procedure. The complaint of embolic material migration could not be confirmed, and the event cause could not be determined. It is possible that physician technique during the procedure may have contributed to the reported event. However, the exact cause could not be determent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: balloon-augmented onyx endovascular ligation: initial human experience and comparison with coil ligation. Osanai t1, bain md1, toth g1, hussain ms1, hui fk1. J neurointerv surg. 2015 aug;7(8):608-13. Doi: 10.1136/neurintsurg-2014-011167. Epub 2014 may 26. Medtronic received report that during the liquid embolic procedure, the embolic material was reported to have migrated to the posterior cerebral artery (pca). This event was reported to have been asymptomatic and the patient was discharged with mrs 1. The patient was being treated for a right internal carotid artery (ica). The patient was (B)(6).